Event description:
It was reported that the patient presented to a scheduled procedure. During the procedure, while maneuvering the guidewire, the left ventricular lead's tip was fractured. The lead was not used, and a new one was implanted. The patient condition was stable.